Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("hysteroscopy,with endometrial ablation" on (B)(6) 2017). The patient had a medical history of polycystic ovarian syndrome, morbid obesity, migraine, kidney stones, hypothyroidism, hiatal hernia, anxiety, anemia, adenomyosis, fatigue, dizziness, menometrorrhagia, parity 3, multi gravida, endometrial ablation and dysfunctional uterine bleeding. The patient had a family history of diabetes, asthma and heart disorder. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingectomy and cystoscopy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2019 as per mr (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium: focal inactive endometrial glands with extensive fibrosis consistent with history of ablation. Myometrium: adenomyosis. Cervix: no pathological change. Bilateral fallopian tubes: no pathologic change. Clinical information: abnormal uterine bleeding,endometrial polyp. Gross description: coils are identified in bilateral tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received: event "endometrial ablation performed with essure microinsert in place nos" added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 975 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.